Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose due to dieting. Customer blood glucose was 40 mg/dl. Customer's another blood glucose was 138 mg/dl. Customer treated low blood glucose by food. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at the time of low blood glucose event. The insulin pump will not be returned for the analysis.